Event description:
It was reported in the journal of anesthesia and intensive care medicine, vol. 24, no. 3, june 1996, that a 31 y/o male suffering burns received 10 litres of fluid with a malpositioned sheath introducer placed in the femoral vein. The cause of this incident is physician error. Refer to the attached article for add'l info.